Manufacturer narrative:
E1. Initial reporter first name: (B)(6). Device evaluated by MFR.: a promus elite ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 20mm x 3.5mm, concentric, de novo with >45 degrees significant bend target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. After pre-dilatation with a 2 x 12 maverick balloon catheter, residual stenosis was 40%. A 24 x 3.50 promus elite stent was advanced but failed to cross the lesion. It was found out that the stent struts were lifted. The device was removed and replaced with a different device. The procedure was completed with post-dilatation of a 3.5 x 8mm emerge balloon catheter. No patient complications were reported. The clinical outcome was good with timi 3 flow. Post procedure, the patient was stable and tolerated well.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 20mm x 3.5mm, concentric, de novo with >45 degrees significant bend target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. After pre-dilatation with a 2 x 12 maverick balloon catheter, residual stenosis was 40%. A 24 x 3.50 promus elite stent was advanced but failed to cross the lesion. It was found out that the stent struts were lifted. The device was removed and replaced with a different device. The procedure was completed with post-dilatation of a 3.5 x 8mm emerge balloon catheter. No patient complications were reported. The clinical outcome was good with timi 3 flow. Post procedure, the patient was stable and tolerated well.